Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4): (failure to maintain). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophageal varice banding performed on (B)(6), 2010. According to the complainant, during the procedure, the physician started banding from the distal end up the esophagus. The first two bands were placed successfully however; the third and fourth band slipped off the varices and fell into the patient. The physician continued to place the 2 remaining bands successfully. There were no attempts to retrieve the two bands as the physician did not have any concerns letting them pass naturally. The case was completed with a second speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.